Event description:
It was reported that the bd nano¿ 2nd gen pen needle failed to deliver insulin during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported when taking injection, no insulin comes out stated, 3 pen needles failed to release insulin yesterday stated, he's experienced this issue more than 3 times but date of incident is unknown consumer does not prime before attempting injection but stated, will try it going forward".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-oct-2023 . H6: investigation summary customer returned (9) opened 32g 4mm pen needle loose without tear drop labels. It was reported by the consumer that when taking injection, no insulin comes out. The returned samples visually examined and observed 8 pen needles with broken npe cannula and 1 pen needle with bent npe cannula. Most likely needle clog could have occurred due to bent/broken npe cannula. As the return samples were open root cause cannot be determined. Embecta was able to confirm the reported failure. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle failed to deliver insulin during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported when taking injection, no insulin comes out. Stated, 3 pen needles failed to release insulin yesterday. Stated, he's experienced this issue more than 3 times but date of incident is unknown. Consumer does not prime before attempting injection but stated, will try it going forward."